Event description:
A report was received from the USA indicating that the screen on the device was blank during upload of software. There was no reported patient involvement. The date of the event was not reported.

Manufacturer narrative:
The customer support engineer (cse) inspected the device and replaced the graphical user interface (gui) central processing unit (cpu) and downloaded software. The device passed all testing per manufacturing specifications. Covidien reference: (B)(4).